Event description:
It was reported that the bd syringe plastipak 20ml ll s/su had discoloration /variation in color / cloudy. The following information was provided by the initial reporter translated from spanish to english: syringes with primary packaging with yellow coloration are being found during manufacturing, so we are not sure that this material is in conditions to be used, because our customers do not have the confidence to use this material.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Photos received by our quality team for investigation. Through visual inspection, discoloration is observed on the packaging of the product. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retained samples from the same lot were evaluated, no defects or issues with discoloration on the packaging observed. Additionally, we evaluated change controls to see if there were any changes to paper and film suppliers that could result in discoloration of the material, and we found no changes. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.